Event description:
Falsely elevated prothrombin time (pt-inr) were obtained on a group of patient samples. Patient results were reported to the physician who questioned the results as discordant high. Lab personal noted the unusual number of high inr results and repeated the samples. The samples were repeated with an new vial of the pt thromborel s reagent and lower results were obtained in agreement with physician expectations. The account notes that two patients were requested to return to the hospital for repeat testing and that one patient was told to delay warfarin dosage until repeat testing was completed. Patient treatment was not otherwise altered or prescribed due to questioned, elevated pt inr results. There is no report of adverse outcome to the patients as a result of the questioned, elevated pt-inr results.

Manufacturer narrative:
The cause of the falsely elevated prothrombin time inr (pt-inr) results is unknown. Siemens has investigated the discordant elevated results by means of instrument backup files. The log files show for the affected samples an increase of the turbidity of the reaction mixture over time. This could be indicative of a reagent sedimentation or contamination. The affected samples have been measured approx. 25-26 hours after loading, the reagents onto the instrument. Per the instrument application sheet, the reagent has to be mixed carefully at least once per 24 hours on board. The affected vials ran empty at the customer site and were not available for internal investigation at siemens. Manufacturer has not received any similar complaints on this lot of thromborel s reagent. A total of (B)(4) cartons have been distributed. The investigation is considered closed by the manufacturer.